Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that a patient in ward 1 of the department of cardiology suffered cardiac arrest. When the doctor used philips defibrillator to rescue the patient, he used electric cardioversion, and the defibrillator electrode could not discharge normally. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the device could not discharge when the device was used on a patient who was suffering cardiac arrest. After the reported problem occurred, customer used another device immediately to do the electric cardioversion, the procedure was delayed less than 10 mins. There was no harm or injury reported to philips. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. The root cause of the reported problem could not be determined. The issue was resolved by replacing the external paddles and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.